Event description:
One year post index procedure the patient experienced restenosis in the left sfa and popliteal artery.

Manufacturer narrative:
In 2002 this patient had two bare metal stents placed in the right superficial femoral (sfa) and popliteal arteries. In 2004 the patient presented with critical limb ischemia in both legs. As a result, the patient underwent a tea of the femoral bifurcation one month later. Approximately 5 months later, the patient underwent a femoral-tibial bypass secondary to an ischemic wound in the right foot. Factors that my have had an influence on these events include patient, procedural, pharmacological and lesion. The product was not available for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. This medwatch reflects two products with the same catalog and lot number.